Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-feb-2021 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: yes, dev rtn to MFR? Yes. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-aug-2019. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited dislodgement, high thresholds and unstable thresholds. It was further reported that the leadless ipg was not retracting into the delivery system recapture cone. It was also reported that after the tether was cut, it encountered resistance when pulled and then became incapable of being pulled further. The tether was noted to have become entangled with the tines of the leadless ipg. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc1vr01-delsys product event summary: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The lumen of the delivery system was damaged. There was a mechanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup, the tether was cut, the deployment button was in the deployed position. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The inner shaft is kinked at 3 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The tether was tangled in the tines of the device. The tether was wrapped around the recapture feature of the device. There is tissue on the tether and the recapture feature of the device, no knots were present on the tether. Articulation could not be performed due to the tether on the delivery system was cut. Deployment could not be performed due to the tether being cut on the delivery system. If information is provided in the future, a supplemental report will be issued.